Event description:
It was reported that patient had a total knee replacement on (B)(6) 2016, and has been suffering pain in and around her knee. Patient was found to be allergic to tantalum.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the request clinical information or the device, the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition or therapy (allergy history, skin/dermal sensitivities). Based on the limited information provided, we are unable to determine the causal relationship between the reported issue and the smith and nephew product. Please contact your provider or seek a second opinion for the reported condition if needed. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.